Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the chin with 0.4 ml boluses on bone with negative aspirations of juvéderm® voluma¿ xc. Following the injection, the tissue ¿went white,¿ and the patient ¿jumped in pain.¿ a tissue profusion protocol was initialed, and the patient was treated with 20 vials of hylenex on bone and prescribed steroids, pepcid and aspirin. Eleven days later, the patient was treated with an additional 10 vials of hylenex. Cap refill was greater than 3 seconds. Event is ongoing.